Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was powering off and on intermittently. The customer's father was not with the customer nor the insulin pump, and troubleshooting for the issue was not possible. He stated that they had installed a new battery the night prior but the device turned off in the morning. The blood glucose reading was 186 mg/dl. The caller noted that there was some physical damage to the insulin pump from normal wear and tear, as well, including a crack in the corner of the display screen. He stated that the screen was scratched and was a little hard to read. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.